Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass, minor scratches on the display window and a broken belt clip slot.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that there was a black line going across display screen. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.